Event description:
The facility representative reported a flogard infusion pump which experienced f2 alarms. It is unknown when or at what point in the process the reported condition occured. Device evaluation determined the root cause of the condition to be false occlusion alarms caused by a broken door. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of f2. The root cause was determined to be a faulty door stop. This device was returned unrepaired due to service estimate refusal by the customer. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.